Manufacturer narrative:
Date of event¿ is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. X-ray confirmed lead migration. Surgical intervention occurred to explant and replace the lead to address the issue.